Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 220 mg/dl. The customer stated that she over infused with 120 units to 140 units of insulin. Customer was advised to stark drinking soda and check her blood glucose. The fire department came in and evaluate her and asceses her situation. The customer doesn't received treatment.